Event description:
End user's daughter stated the chair slows down and speeds up without her father giving the commands, the chair at times has only gone in reverse. Chair veered off sidewalk, and tracked dirt, and mud into the house damaging the carpets.